Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the device system was implanted on (B)(6) 2012 and it was ¿found to not ever been hooked up properly and morphine never went to spine.¿ it was noted the ¿pump valve replaced on (B)(6) 2013.¿ it was noted ¿1.3 years of morphine being pumped into [the patient¿s] body but not through catheter.¿ the patient wanted to know what the morphine did to his body. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient had the pump for a few months, but the catheter was not hooked up to the pump. On (B)(6), a dye study was done and it was seen that the medication was not going to his spine. In addition, they didn't think that it had worked from day one.